Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the communication failure between the videoscope and the video processor through the subject device due to the corrosion on the output socket. It was presumed that the corrosion was caused by the user connecting the scope connector to the output socket with the scope connector not sufficiently dried or with foreign material adhered, or the user leaving the output socket wet after cleaning the output socket. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that there was corrosion on the output socket. Therefore, (B)(4) surmised that the reported phenomenon was caused by the contact failure of the electrical contacts of the output socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.